Manufacturer narrative:
Initial reporter address: (B)(6). Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog red biological tissue in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported right side "severe calcified breast capsular contracture baker IV". The device has been explanted.